Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is scheduled for a revision surgery for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Root cause attributed to post surgical trauma caused by patient fall. It is unknown if the fall was caused by implant failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was further reported the patient experienced a fall that caused a gap in the patient's soft tissue. Subsequently, the patient underwent a revision due to pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 185651 bmt 360 tib lg cruciate wing lot # 054530, 148166 bmt gb knee stm 16x80 lot # 162770, 185204 bmt 360 tib tray 75 mm lot # 284720, 185430 vg 360 univ pst fm aug 80x10 lot # 838240, 185234 bmt 360 tib aug 75 x 10 mm lot # 640120, 185310 vg 360 dst fm ag 80x5 rl/lm lot # 524000, 185270 vngd ssk 360 r fem 80 mm lot # 3873978, 185430 vg 360 univ pst fm aug 80x10 lot # 838240, 185234 bmt 360 tib aug 75 x 10 mm lot # 371260, 185330 vg 360 dst fm ag 80x5 ll/rm lot # 092150, 148168 bmt gb knee stm 18x80 lot # 336080. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.